Event description:
"S/p b subgl infra 220cc gels (? Type/MFR-no records). They encapsulated early and had closed capsulotomy which was unsuccessful on the r, so had r open capsulotomy. Pt reports they have always been hard and are increasingly so as well as decreasing in size, no other h/o trauma. C/o increasing pain, particularly the l lateral breast so that she cannot wear a bra and notes lumps developing in recent mos. In addition, she c/o progressive systemic sx's including arthralgias/myalgias (+ am stiffness), paresthesias/dysesthesias, spasms, fatigue, hot flashes/chills/ sweats, ha's, dizziness, memory probs, blistering rashes, sens sun/cold (+ raynaud's), sob/cough, wgt loss, gi/gu."